Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported a high blood glucose (bg) episode. The reporter claimed that during the night, the patient had gotten up at 1:00 am due to hearing an alarm. The patient reportedly did not wake up his parents due to the alarm. The patient mentioned that he had been peeing all night. The reporter denied, however, that the patient had symptoms of nausea, vomiting, shortness of breath, or chest pain. The patient had moderate ketones and a bg level of "515 mg/dl" in the morning. The reporter claimed that the patient's bg level was high due to the alarm and since he had not been getting insulin through the night. The reporter reportedly contacted a health care provider (hcp) and treated the patient with 5 units of insulin via syringe. At the time of contact with anm, the patient's bg level had decreased to "220 mg/dl." The reporter mentioned that the patient had been playing in a ditch on (B)(6) 2012. Through troubleshooting of the pump, the reporter noticed that the device's battery had rust and corrosion. She also noticed that the battery compartment was wet and had a brown substance. She claimed that the pump's battery had been changed 2 days earlier. When she inserted a new battery the morning of the event, the pump reportedly gave another cs 088 alarm. The alleged cs alarm issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with a symptom that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering he had a delayed response to the alarm. He reportedly did not wake his parents through the night after encountering the alarm. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within required specifications. Call service alarms were verified in the pump history. Investigators confirmed issue in history but was not able to reproduce during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.